Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. The visual inspection did not detect any kinks, damage or any discrepancies that would affect the performance of the sample. During the functional testing, the sample was fully primed and connected without difficulty, the pump was set running and no alarms were activated. Complaint was not confirmed. No root cause was determined due complaint was not confirmed.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that a "no disposable, clamp tubing" alarm sounded when the product was in use. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.